Manufacturer narrative:
Clarification of the event was received: the initial glucose test for the patient was from a sample tube tested immediately in the emergency service of the hospital and the result from that blood gas system was 1.25 g/l and not 1.23 g/l as originally stated. Two sample tubes that were drawn at the same time as the initial sample tube were tested on both of the customer¿s c501 modules. The discrepant low gluc3 results were reported outside of the laboratory.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on the information available the most likely root cause of the low results is due to a pre-analytical issue. It is likely that the sample was transferred in an uncentrifuged condition. Glycolysis is dependant on the temperature, erythrocytes and leukocytes count and bacteria. Since the decrease in glucose per time cannot be predicted, separation after the blood is drawn is recommended. Since qc was acceptable at the time of the event, both an instrument and reagent issue can be excluded.

Manufacturer narrative:
Section was updated. The patient was in good condition but with unstable glucose levels. The customer provided the following as an example: on the morning of (B)(6) 2017 the patient had a glucose result from the blood gas system in the emergency service of 1.26 g/l. "Some hours later" the patient had a glucose result of 0.95 g/l on the c 501 module in the laboratory. The patient was tested at 7:00 p.m. On the c501 module in the laboratory with a glucose result of 1.62 g/l (non-fasting). At 11:00 p.m. The patient had a glucose result from the blood gas system in the emergency service of 0.59 g/l.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for gluc3 glucose hk (gluc3) on 2 cobas 6000 c (501) modules used in the biochemistry laboratory of the hospital. Two sample tubes were drawn at the same time and tested on both of the customer¿s c501 modules with results of either <0.020 g/l and 0.03 g/l or with results of 0.04 g/l. Clarification on the correct results has been requested but has not been provided. Both sample tubes were also tested on the customer¿s abl825 blood gas system after a 1:10 dilution and both results were 0.03 g/l. It is not clear if the erroneous results were reported outside of the laboratory. Another sample tube that was drawn at the same time was tested immediately in the intensive care unit of the hospital and the result from that blood gas system was 1.23 g/l. No adverse event occurred. The customer indicated the low gluc3 results were not believable. The c501 module serial numbers were not provided. The customer is wondering if something inside the patient sample would have destroyed the glucose in vitro more quickly than normal causing the lower results. An interference with the gluc3 assay is unlikely since the test principles between a c501 module and the blood gas system are very different. Since the determination of glucose must be carried out immediately after drawing blood, the decrease of glucose concentration must have occurred rapidly. Typically, the intensive care unit staff uses a capillary blood sample and runs the glucose test immediately.